Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was intubated and they found the cuff was leaking and could not keep the pressure. Patient was re-intubated with another device next day after the intubation and same result was found. Patient was re-intubated for the second time the afternoon of that day and no cuff leakage was notice after 2 hours of observation.